Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of foreign material that adhered to the air/water cylinder and to the body of the control section was confirmed - however, the material was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested phenomenon of "occurrence of communication error" could not be reproduced - it was presumed that the event occurred due to a temporary bad contact caused by foreign material caught between the electrical connect of the scope connector and the electrical contact of the system, which led to a bad transmission of the image signal. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). It is further suggested that the user facility conduct inspections of the device prior to use and continuously on a regular basis. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.